Event description:
It was reported that the right ventricular lead impedance has been rising steadily over the past year and was now over 3000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4574 implantable pacing lead 2007 (B)(6). (B)(4).